Event description:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2021 and underwent a skin revision surgery in order to remove skin around the abutment. It was also reported that the patient experienced an infection adjacent to the abutment site and was subsequently treated with oral antibiotics (specific date and duration not reported).